Event description:
It was reported that the ilet bionic pancreas stopped automated dosing after the paired dexcom g7 continuous glucose monitor (cgm) sensor failed, and therapy was continued in blood glucose (bg) run mode while on vacation until the system required a new cgm to resume dosing. The caregiver did not have a replacement sensor and could not reach a healthcare provider. No reported adverse physiological effects. Outcomes included interruption of automated insulin dosing requiring user action to obtain and connect a new cgm. Investigation included complaint handling and user support troubleshooting and education. Investigation of this case revealed that the ilet functioned as designed when cgm input was unavailable, transitioning out of automation and prompting for a new sensor. It was concluded that there was a loss of cgm signal due to sensor failure, with no device malfunction of the ilet identified.